Event description:
During intial visual inspection of a returned stone retrieval basket device, it was determined that the sheath does not cover the basket properly in the closed position. A piece of the sheath had broken off. There is no information available indicated whether this malfunction occurred during or prior to the procedure. There is no info available concerning the pt's status.